Event description:
It was reported that the patient's device has been non-functional. The patient didn't know how long it has been non-functional. No additional relevant information has been received to date.